Event description:
Related manufacturer reference number: 3006705815-2022-00825. It was reported the system was unable to be placed into MRI mode due to high impedances. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.